Event description:
The customer reported that the system intermittently shut down by itself. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation fuses and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.